Manufacturer narrative:
(B)(4). The device was manufactured march 21, 2012 - march 22, 2012. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the expected infusion time was 46 hours; however, the device infused between 2 - 9 hours faster than expected. The device was filled with 230 ml fluorouracil in 0.9% sodium chloride. The reporter stated that the flow restrictor was placed approximately 30 cm below the chamber of the device. The device was infusing using a port-a-cath into a subclavian vein in the hemithorax. There was no patient injury or medical intervention associated with this event. No additional information is available.